Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drug infusion pump alarm occurred that was unable to be resolved. An ekosonic catheter was selected for use during a bilateral pulmonary embolism catheter directed thrombolysis. Approximately 3 hours into therapy, a down stream occlusion alarm occurred on the non-bsc drug infusion pump. Troubleshooting was unable to resolve the alarm. At this time, the physician decided to discontinue therapy on the catheter with the downstream occlusion alarm. No patient consequences were reported.